Event description:
New information received notes it was the pacing impedance that was high.

Event description:
It was reported that the patient experienced dizziness. It was noted that loss of capture leading to non-sustained right ventricular oversensing episodes, increased capture thresholds and high impedances was observed on the right ventricular (rv) lead. Programming changes were made to increase output. The patient was being monitored. The patient was stable throughout.